Event description:
It was reported that during a total cystectomy procedure, the articulation mechanism and firing mechanism broke after the fifth firing. Another device was used to complete the case. No pt consequence.